Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
A report was rec'd involving a crwbp which was described as follows; the physician reported that there isn't anything wrong with the frame itself and isn't certain that the problem he experienced with the biopsy was the cause for the pt to hemorrhage. It appears that once the needle goes into the target that the needle doesn't lock into position making is appear that it slipped out of place and possibly caused a problem at the target site (mid brain stem). He feels that there may be a design flaw with the product. The pt hemorrhage and set him back neurologically. The pt was discharged but, has not fully regained his neurological capacity since this incident occurred late in (B)(6) 2012.